Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump unexpectedly powered off after a full charge and then failed to power on despite more than an hour on a charging pad that displayed a solid green light, with the app showing the pump as disconnected; the sleep/wake button was unresponsive, and the user confirmed the pad could charge a phone, so a replacement pump was arranged. Symptoms included no alarms and no effect on blood glucose. Outcomes included continued cgm use on dexcom and a plan to start up the replacement device, with the original to be returned. Investigation included remote troubleshooting and verification of external charger function. Investigation of this case revealed a suspected device power or battery/charging subsystem malfunction with an unresponsive user interface, consistent with a failure to boot or accept charge. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction related to the power management or user interface circuitry.